Manufacturer narrative:
Implant regio 22 fractured. Construction was a removable upper jaw construction placed on 4 implants. Patient suffered from periimplantitis following bone loss and implant instability material analysis concluded mechanical overloading of the implant that caused implant fracture. Resubmitted due to submission error.

Event description:
Implant fracture.